Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced recurrence of incontinence, infection and pain. Furthermore, the plaintiff died. No cause of death was reported.